Event description:
Customer reporting 3 false positive sars results since (B)(6) 2022. Customer states the results were confirmed negative by pcr and rapid antigen test. Report 1 of 3.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone.